Event description:
Reported via internal review of historical device data - on (B)(6) 2019, t- wave oversensing (twos) resulted in false detection of an episode and high- voltage therapy was delivered, inducing ventricular fibrillation (vf). Several inappropriate shocks due to lead noise were also noted. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).